Event description:
Rptr claims they have had problems with the scooter ever since it was purchased. The device only runs intermittently. Rptr claims that they sent the device to be serviced; and that it should be covered under warranty. Rptr claims that the servicing agent was unable to repair the device, because it is not a "1997" model, and he can not obtain the part required. Rptr wants the part, and feels that this is unacceptable due to the warranty. The device is still being used, and continues to fail intermittently.